Manufacturer narrative:
(B)(4). Med watch form event type is marked "serious injury". No medical intervention is reported. No further details are given. No customer information was provided in the med watch report, therefore customer follow up was not possible. No visual and functional inspection can be performed since the defective sample is not available for evaluation. However as an additional test, visual and functional inspections as per tp-0057 rev.15 (concha column function test) and tp-m005 rev. 11 (pressure decay testing, concha columns (uson 4430) were performed to 2 production samples of code ip-5041ns batch 74j1800070 that were taken randomly from assembly line. Sample devices use similar components to catalog number reported in this customer complaint. During the inspection no issues or discrepancies were found than can lead to the condition reported by the customer. (Continued) other remarks: a device history record review could not be conducted since no lot number was provided. Customer complaint cannot be confirmed. It is necessary the physical sample in order to perform a proper investigation and determine the root cause. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint received via med watch states: when using the teleflex heater with the conchasmart column on the high flow oxygen and ventilators, we have experienced issues with water pushing out of the water reservoir within the column (cont) and going into the [patient] circuit and ultimately to the [patient's] nares.